Event description:
It was reported that the implant at tooth site #19 was removed due to a fractured implant, bone loss & infection. Patient presented with infection and area opened up for debridement & bone graft. It was then noted that the implant was fractured/broken. Symptoms as a result of the event: abscess and pain.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided/unknown. E1: initial reporter¿s title is not provided/unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was observed fractured at the collar region. Infection & bone loss are medical conditions and are non-verifiable with the information provided. Functional testing to recreate the reported event could not be performed due to the nature of the device & events. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors, for the fracture. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. Infection & bone loss are medical conditions and are non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.